Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, vaginal cyst, vaginal operation, parity 3, gravida ((B)(6) 2012), dysmenorrhea, cervical dysplasia, uterine leiomyoma, pelvic congestion, umbilical hernia and uterine leiomyoma. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic congestion ("pelvic congestion"), umbilical hernia ("umbilical hernia") and cervical dysplasia ("cervical dysplasia") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, pelvic congestion, umbilical hernia and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, dysmenorrhoea, heavy menstrual bleeding, pelvic congestion, umbilical hernia and uterine leiomyoma to be related to essure. The reporter commented: easy visibility of bilateral fallopian tube ostia, 2 coils noted of the essure implanted on the right, 3 coils on the left. Discrepancy noted in lot number as a20061 and a261 was given in same source document. Lot number: a20061 manufacture date: 2012-06 expiration date: 2015-06 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, cervical dysplasia, uterine leiomyoma, pelvic congestion, umbilical hernia. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case is upgraded to serious incident. Event injury nos replaced with event menorrhagia. Events dysmenorrhea, uterine leiomyoma, cervical dysplasia, pelvic congestion, umbilical hernia were added. Removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('menorrhagia'). In an adult female patient who had essure (batch no. A20061), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: female sterilization, vaginal cyst, vaginal operation, parity 3, gravida ((B)(6) 2012), dysmenorrhea, cervical dysplasia, uterine leiomyoma, pelvic congestion, umbilical hernia and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic congestion ("pelvic congestion"), umbilical hernia ("umbilical hernia") and cervical dysplasia ("cervical dysplasia"). And was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, pelvic congestion, umbilical hernia and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, dysmenorrhoea, heavy menstrual bleeding, pelvic congestion, umbilical hernia and uterine leiomyoma to be related to essure. The reporter commented: easy visibility of bilateral fallopian tube ostia. 2 coils noted, of the essure implanted on the right, 3 coils on the left. Discrepancy noted, in lot number as a20061. And a261 was given in same source document. Lot number#: a20061, manufacture date: 2012-06, expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia, dysmenorrhea, cervical dysplasia, uterine leiomyoma, pelvic congestion, umbilical hernia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.